Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon was evaluating the harmonic scalpel for the first time on an laparascopically assisted vaginal hysterectomy. It appeared that he was getting homeostatis across the round and ovarian ligaments; however, when removing the uterus from below, it was very clear that none of the vessels were coagulated. There was about 800cc of blood loss and the surgeon was required to suture each vessel. There was an excessive amount of build-up in the jaws of the lcs15, and it appeared as if the buildup prohibited the jaws of the shears to close. This has been attributed the failure to achieve homeostatis.